Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. After ablating the left pulmonary veins an attempt was made to retract the guidewire, but it was not able to move in or out of the catheter. Attempts to push the guidewire out were unsuccessful, and after the catheter was removed from the patient it still could not be freed. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.